Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. There was no report of pt involvement. It was further clarified that the unit failed to power up on ac power. A philips filed service engineer went to the customer site and verified the failure. Reseating the ac power module resolved the failure. The unit passed all testing and remains at the customer site.

Event description:
The customer reported that the battery failed to charge. There was no report of pt involvement.